Event description:
It was reported that the three months after implant, the patient developed an open wound at implant site where the device had eroded through the skin with possible infection. The implantable pulse generator (ipg) and two leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri (x2), implantable pacing leads, (B)(6) 2013. (B)(4).